Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there were latent/ ghost images when completing their annual testing. A representative reported that sometimes when output testing was conducted on a system, there can be a resulting ¿burn-in¿ of the me asurement device in the detector field. This can cause a subsequent latent, shadowy image of the testing device to appear on the image when flouro was obtained with nothing in the field. This can be mitigated to some extent, for example, if a layer of lead is used over the detector when conducting such testing. The latent image can be removed by performing the detector gain calibrations, which is recommended for sites to do, and can be performed at any time to improve image quality. The representative was only speculating in this case because they had not been able to observed the image in question. They recommended the site perform the gain calibrations.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.